Manufacturer narrative:
This report is submitted on january 15, 2020.

Event description:
Per the clinic, the device was explanted (B)(6) 2019 because the electrodes were initially incorrectly placed. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 14, 2024.